Event description:
Synergy china registry. It was reported that patient experienced coronary atherosclerotic heart disease. In (B)(6) 2019, the subject was referred for cardiac catheterization and index procedure was performed. The target lesion #1 was located in the distal right coronary artery (rca) with 90% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with pre-dilation and placement of a 2.50 mm x 16 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 30%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Eight days later, the subject was discharged on aspirin and clopidogrel. At the time of reporting, the outcome of the events was considered to be not recovered/not resolved.

Event description:
Synergy china registry. It was reported that patient experienced coronary atherosclerotic heart disease. In (B)(6) 2019, the subject was referred for cardiac catheterization and index procedure was performed. The target lesion #1 was located in the distal right coronary artery (rca) with 90% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with pre-dilation and placement of a 2.50 mm x 16 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 30%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Eight days later, the subject was discharged on aspirin and clopidogrel. At the time of reporting, the outcome of the events was considered to be not recovered/not resolved. It was further reported that in may 2023, the outcome of the coronary atherosclerotic heart disease after the percutaneous coronary intervention (pci) was recovering and resolving.